Event description:
A malfunction was reported on a pump, which did not result in any adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the customer did not have supplies to load a new cartridge. The customer decided to perform the reset independently and planned to call back if any issues continued.